Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when asymptomatic patient presented to the clinic for follow-up, device was found to be in backup vvi mode. A device restoration was performed successfully. Cyber upgrade was also performed after the restoration. The patient will continue to be followed-up normally.